Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. Further, it was noted the sds was passed multiple times through previously deployed stent struts and then re-inserted into the patient anatomy multiple times. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. An unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is likely an interaction with the previously deployed stent during the attempt to cross the lesion in conjunction with the multiple re-insertions of the sds may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction during retraction of the sds within the patient anatomy would have then led to the stent dislodgement. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the protected left main with previous bypass grafting, in an acute angle of the heavily calcified, left anterior descending (lad) artery and circumflex artery, the xience v stent delivery system (sds) was passed multiple times through an existing stent and removed from the anatomy several times but the xience v sds could not cross the lesion. During removal of the sds from the anatomy the stent implant dislodged in the lad. The stent implant was crushed against the vessel wall. There was no additional information provided.